Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. Method (process evaluation): work order searchresults (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, and noted the lens had torn/broken. The lens was removed with no reported injury and was exchanged for another same model/diopter lens. The problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken. (B)(4).